Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead and pushed out more insulin than needed. The customer's blood glucose was 30 mg/dl. The customer also reported that they received a power loss alarm. The customer declined to troubleshoot for low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. Sleep current measurement and active current measurement within specifications. Pump error detected noted on formatted history file. After disconnecting and reconnecting the j6 connector at electrical board, the insulin pump was monitor and functioned properly. Then the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range unit received with cracked retainer and missing display window cover.